Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. This report is to follow-up to medwatch report# mw5044246. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy- "the patient presented to the hospital's surgical center for procedure of "laparoscopic cholecystectomy" for bouts of recurrent right upper quadrant abdominal pain. The patient underwent the procedure and the operating team reported that an "epix universal clip applier misfired multiple times. A new clip applier was obtained and it worked with no issues. No patient injury sustained. " documentation from the surgeon's report revealed the "cystic duct cystic artery were identified. The gallbladder was aspirated for decompression and clips placed on the cystic duct and cystic artery times 2 and they were divided. The gallbladder was then dissected out from the peritoneal reflection from the undersurface of the liver. " the surgeon further documented "after making sure that the irrigation was clear and there was no more bleeding from the operative site and that the clips had been placed on the cystic artery. The ports were removed." The review revealed the patient did not receive any injury and tolerated the procedure well. The device is available for review." Patient status - "no injury to patient. "

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the device was not loading and closing clips properly. The unit was disassembled for further evaluation and internal component non-conformances were found. Applied medical has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow-up to medwatch report# (B)(4).